Manufacturer narrative:
(B)(4).

Event description:
Information was received from the (B)(6) female patient receiving intrathecal morphine (dose and concentration asked; unknown) via an implantable infusion pump. The indication for use of the device was for non-malignant pain. The concomitant medications and patient history were not reported. It was reported that in the middle part of (B)(6) 2016 the patient noticed that the pump "moves very badly." The patient started to do therapy, and when the patient raises her leg to do one of the exercises it pushed it up under her ribs. No symptoms were reported. Patient was going to follow-up with her health care provider (hcp). The steps taken to resolve and resolution for the pump movement remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.

Event description:
Additional information received from the patient reported that the steps taken to resolve the pump movement included consulting with the health care provider (hcp). The hcp thought that after the patient had back surgery, she had lost some weight and the tissue had broken down. The movement had not been resolved.